Manufacturer narrative:
A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart mrx had a shock equipment malfunction. It failed on the defibs/pads portions of the operational check. There was no pt involvement.